Event description:
Complainant alleges falling asleep with heating pad on leg and awaking to find her room filled with smoke and a smoldering fire on her bed. Her bedding was damaged. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severly bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of product. .